Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, excessive bone on threads and a fracture in the middle of implant. Device history record (DHR) review was completed for the subject lot number (2016092090). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016092090) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified for bone loss however it did occur and the reported event was confirmed for fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the implant in tooth location # 34 fractured and also the site had bone loss. Implant was removed. Traumatism.